Event description:
On (B)(6) 2012, blood monitoring unit (bmu) 40 with serial number (B)(4) stopped working during a ECMO procedure. The ECMO procedure continued.

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for the repair. Per service report, the battery and arterial probe was replaced. Reference: complaint (B)(4).